Event description:
It was reported that this patient has suffered several episodes of right ventricular (rv) pacing inhibition and asystole, due to diaphragmatic noise oversensing. Reportedly, the patient has suffered a maximum of 5.5 seconds of inhibition and asystole per episode. Technical services reviewed other rv parameters, appearing to be within normal limits. It was recommended to evaluate the patient in the clinic with isometrics and decrease sensitivity to see if that alleviates this issue. This cardiac resynchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.